Event description:
It was reported that during a da vinci-assisted surgical procedure, there were malformed staples. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgeon was performing transection of the rectum following an anterior resection. The surgeon found staples that had not formed properly. They were protruding from the staple line. A green reload was chosen based on surgeon preference. The stapler completed the transection. The stapler paused for compression once during firing process and then continued as normal. There were no reported obstructions between the instrument jaws. Buttress material was not used. It is unknown if the surgeon experienced any clamping issues. The target tissue was colon/rectum and was not calcified. It is unknown if the tissue was exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. No fragment fell into the patient. There was no patient injury. The operation was not prolonged due to the issue. The procedure was completed with the same instrument. The reload and instrument will not be returned to isi for evaluation. No bleeding was noted. No surgical intervention was performed to address the staple formation issue. A video of the procedure was not available for review.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.